Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/06/1998 and was last repaired on 03/06/2013. Evaluation of the device determined that the reported condition of the device not ratcheting could not be duplicated. It was observed that the comb was slightly calibration specifications. The cause of the reported complaint could not be determined. However, the slight damage to the comb was likely due to improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher handle was not ratcheting. Additional clinical follow up with the customer indicated that the reported issue was observed during sterile processing/room set-up; therefore the device was not in sue on a patient/procedure when the issue occured. There was no pt injury, medical intervention or increase in surgical time. During device analysis it was determined that the comb was bent.